Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during replacement of the cardiac resynchronization therapy defibrillator (crt-d), the physician could not pull the rv lead out after the setscrew and grommet seal were removed. It was noted that the physician had to remove a screw from the opposite side of the device and screw it in to the rv lead port with the torque wrench. After unscrewing the screw, the lead was easily removed. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The returned device indicated a missing grommet. The returned device indicated a damaged grommet. The returned device indicated a missing set screw. If information is provided in the future, a supplemental report will be issued.